Manufacturer narrative:
B)(6). An event regarding periprosthetic fracture involving a restoration modular stem and restoration modular body was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as devices were not returned for evaluation. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause.

Event description:
Postoperative diagnosis: right total hip revision performed in (B)(6) 2014, were rms and head were changed. Patient suffers a peri-prosthetic fracture and rms, and head are revised again.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not available.

Event description:
Postoperative diagnosis: right total hip revision performed in (B)(6) 2014, were rms and head were changed. Patient suffers a peri-prosthetic fracture and rms, and head are revised again.